Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the device with signs of use. The shaft, tip, cord and handle did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, also a test footswitch was used, no alert messages were displayed. The coagulate and ablate function were tested for hand controls, the error code ¿out put short¿ was displayed. The device will be sent to the manufacturer for further testing. A visual inspection of the device was performed by the manufacturer; as a result, device was received in sterilization bag only, the device was in used condition, residue and discoloration on and around the active tip, scratch marks on ceramic and return cap. There was saline residue on button rubber, there was residue within suction tube. The device passed all electrical tests but failed on two of the three coagulation buttons during functional tests. The device was opened which showed saline residue on the switch pcb, which may have been the cause of the continuous activation during the clinical procedure, however this did not occur during bench testing. It is worth noting during initial investigation through mitek an ¿output short¿ error was seen through activation test, this could not be replicated during functional tests. The physical complaint device has been returned for investigation. A visual inspection of the device shows that it was in good, used condition with residue and discoloration on and around the active tip. The device as presented passed all electrical checks but failed functional checks on handswitch- coagulation activation with sw1 and sw3 pcb buttons not activated. Due to the handswitch activation failure, the device handled was opened to inspect internals. On inspection of the internals of the device, it was noted that there was saline residue on both affected pcb buttons, and on the main pcb. The complaint reported can be substantiated. The conclusions of the technical investigation were as follows: from the testing carried out, the failure can occur when the following conditions are met: nonconforming condition: 1. Electrode with poor isolation of the switching circuit (conformal coating). Expected operating conditions: 2. Movement of the device during use must allow saline in past the flow control slider and onto the switch circuit connector. 3. The quantity of saline must be small enough to warm up and reduce the impedance. 4. Prolonged use - this is driven from complaint testimony which suggests the fault occurs after 20 minutes of use. 5. The generator switch circuit threshold impedance must be above approximately 50. 6. Hand switching must be selected (foot switch selection disables the hand switch circuit). The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on historical data and the investigation, the continuous activation of the device was due to inconsistent conformity of the conformal coating agitated by small amounts of saline most likely incurred during the movement of the device during operation. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device u2504009, and no non-conformances were identified.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the vapr tripolar 90 suction elect device had foreign substance/debris/cleaning/sterilization. It was initially reported that the button on the device became stuck after the first use. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.